Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. One day after the onset, the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with ancef (1g, once daily) and gentamicin (80mg) for peritonitis. Approximately three weeks after the onset of peritonitis, the patient died. The cause of death was not reported. At the time of death, pd therapy had been discontinued and the patient had been transferred to hemodialysis. It was not reported if the patient had recovered from peritonitis at the time of death.

Manufacturer narrative:
E1: initial reporter address (B)(6). E1: initial reporter postal code (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.